Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 6.7 cm to 7.1 cm from the connector pin, due to friction with device can. The proximal coil was exposed and could have caused the reported noise problem.